Event description:
The customer reported that while the unit was in use on a pt, half of the display blanked out. After recycling, the display turned orange. The unit continued to pump. No pt injury was reported.